Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: lead, product ID: 977a260 lot# serial#: (B)(6), implanted: on (B)(6) 2019, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had a revision by replacing a percutaneous lead due to multiple bad impedances on the 0-7 lead. The lead was replaced on (B)(6) 2019. During surgery, the impedances were all good with a wireless external neurostimulator (wens) and then verified once place in the ins. The rep reported that on (B)(6) 2020, impedances 2 and 3 were out of range and they programmed around them to achieve good coverage. The patient was seen yesterday in clinic as he stated the programs were not working. Upon interrogation of impedances, all were out of range on the same lead (0-7) that was replaced in december. The rep tried reprogramming around them and then rechecked impedances with different out of range impedances. These impedances would vary with position change. The patient stated that this was what happened last night before the previous lead was replaced. The rep ended up reprogramming the patient only on the right lead (8-15) and was able to achieve coverage. The patient was to try these groups for a while.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had a revision by replacing a percutaneous lead due to multiple bad impedances on the 0-7 lead. The lead was replaced on (B)(6) 2019. During surgery, the impedances were all good with a wireless external neurostimulator (wens) and then verified once place in the ins. The rep reported that on (B)(6) 2020, impedances 2 and 3 were out of range and they programmed around them to achieve good coverage. The patient was seen yesterday in clinic as he stated the programs were not working. Upon interrogation of impedances, all were out of range on the same lead (0-7) that was replaced on (B)(6). The rep tried reprogramming around them and then rechecked impedances with different out of range impedances. These impedances would vary with position change. The patient stated that this was what happened last night before the previous lead was replaced. The rep ended up reprogramming the patient only on the right lead (8-15) and was able to achieve coverage. The patient was to try these groups for a while.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that oor was not determined. Rep reported they were not aware if the lead was returned or if it will be.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep requested the lead be shipped back. The explant facility sends all explanted to their pathology, and rarely ever send them back.

Manufacturer narrative:
Continuation of d11: product ID :977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2019-nov-07. It was reported that the cause of the bad impedances was not unknown, and it was unknown when the surgery was taking place. The rep also reported that they would troubleshoot during the replacement surgery and replace any/ all non- functional components. There were no further complications reported or anticipated.

Manufacturer narrative:
H10: h3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the lead conductor was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximation only month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead in the 0-7 channel had bad connectivity and bad impedances on electrode zero through five. The patient was running into or when trying to increase stim. The patient reported they had no falls or accidents which would have caused the issue. The rep ran multiple impedance and connectivity checks with the patient changing positions and these electrodes continued to be out of range. Surgical intervention was planned. No further complications were reported.